Event description:
It was reported that the sheath was being placed into the patient's right basilic vein in the CT holding area. The clinician inserted the sheath over the guide wire as usual without any issues. The dilator was removed from the sheath and the midline catheter was threaded into the patient's vasculature through the same sheath. When it came time to break apart the hub wings on the sheath to begin the tear-away/removal process, the wings broke right off immediately without starting to separate the sheath. The clinician did not use excessive force to try and break apart the wings. The clinician then tried to get the sheath to split apart with the use of a scalpel. Once the sheath began to split apart, it was removed without issue. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).